Event description:
It was reported that during an upgrade dual chamber implantable cardioverter defibrillator (ICD) procedure, it was discovered that the insulation on this right ventricular (rv) lead had been fractured near the clavicle. This rv lead exhibited low out of range pacing impedance measurement, measuring lower than 200 ohms. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned in two segments to be analyzed. The tip segment up to, including the distal coil and midbody segment which would have been located between the terminal segment and midbody segment were not returned. The extracting stylet was returned stuck in the second segment of the lead. Visual inspection of the lead noted cuts in the insulation and the conductor coils appeared to be stretched and deformed, both likely damaged during the extraction. Testing was completed to assess lead electrical performance; the measurement was within normal limits. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that during an upgrade dual chamber implantable cardioverter defibrillator (ICD) procedure, it was discovered that the insulation on this right ventricular (rv) lead had been fractured near the clavicle. This rv lead exhibited low out of range pacing impedance measurement, measuring lower than 200 ohms. This rv lead was explanted and replaced. No additional adverse patient effects were reported.